Event description:
The customer alleged two sets of back to back results: 162 vs. 380 mg/dl and 87 vs. 18 mg/dl. The customer states he did not have hyper or hypoglycemic feelings and did not seek or require treatment. No report of an adverse event. He states a nurse ran a control in september and it was in range. Return requested and replacement was sent.